Event description:
It was reported that the patient was admitted to the hospital for altered mental status. The patient was also very lethargic. The attending physician wanted to turn the pump off; however, this physician was unfamiliar with pumps and did not have a programmer. The physician did not believe that the pump was causing the symptoms but wanted to turn the pump down to rule it out. The physician did not feel the event was urgent enough to warrant accessing the pump and emptying it. The device system was believed to have delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# j11142r26, implanted: 2002 (B)(6), product type catheter. (B)(4).